Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 07-mar-2016, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 18-may-2016, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-nov-2014, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 16-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all previous implants were removed due to impedance issues and suboptimal therapeutic benefit. The system will be replaced with newer technology implants per the patient's request. It is unknown if there were any factors that may have led or contributed to the issue and unknown if the issue was resolved.